Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ crease / folding of implant: observed creases on device. As per the investigation procedures, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5 d.9, h.3, h.6.

Event description:
Patient reported "deflation¿. Later healthcare professional confirmed the deflation. Later healthcare professional reported "any creases". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported and healthcare professional confirmed left side deflation. Device remains implanted.